Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure the lead was unable to be implant. There were no complications during the procedure. It is noted that the lead will not be returned.